Manufacturer narrative:
A sample is not expected to be returned for eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
An initial report was made that a pt had toxic anterior segment syndrome (tass) which may be attributed to blue fibers which are believed to originate from the paks. Additional info was received from the surgeon's office manager indicating that there were pts with red eyes, but there were no actual cases of tass. Additional info has been requested.